Manufacturer narrative:
The event of enlarged lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are swelling of breast, broken implant, and enlarged lymph nodes.

Event description:
Patient reported "swollen" breast and "breast implant is broken and lymph nodes enlarged" on an unspecified side. Device remains implanted. Manufacturer of device unknown.